Manufacturer narrative:
Concomitant medical products - model: 407645, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead had developed a fracture. Reprogramming was completed, and the svc coil was programmed "off." The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead remains in use. No patient complications have been reported as a result of this event.